Manufacturer narrative:
The device history record review revealed that no anomalies could be associated with the complaint incident. There is no service history for the device. The complaint evaluation was able to conclusively verify the complaint as valid. The device was returned for evaluation and the device was found to be overtorqued. This fault/damage is consistent with none or incorrect utilization of the ¿torque base¿. Linked to MFR. Report number: 3006697299-2019-00007, 3006697299-2019-00008.

Event description:
This is 1 of 3 reports. Three (3) c2602 cusa excel 36khz straight handpieces were identified by an integra field service representative on (B)(6) 2019 of failing preventative (pm) test. The field service technician recommended that all 3 handpieces be returned for repair/evaluation. There was no patient contact, injury, or surgery delay.